Manufacturer narrative:
This device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 3.5mm x 32mm, eccentric, de novo target lesion with a bend of >= 90 degrees was located in the tortuous and non-calcified distal right coronary artery. After a guidewire crossed the lesion, pre-dilatation was performed. A 3.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was bent. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.